Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the stent dislodged inside the patient. The 75% stenosed, mildly calcified, target lesion was in the mildly tortuous proximal left anterior descending (lad) artery. The physician attempted direct stenting with a 2.75x20mm taxus liberte drug eluting stent (des) but the stent could not cross the lesion. During withdrawal, the stent got stuck on the tip of the guide catheter and dislodged inside the patient. The physician guided the undeployed stent from the aorta to an unspecified location in the "peripheral arteries". No additional intervention was performed. There were no additional patient complications reported.

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause is unknown. Product unavailable for analysis